Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Historical performance of the reagent lot was evaluated using worldwide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency for lot number 28269ud01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that false positive architect stat high sensitive troponin-I results were generated for a patient. The following data was provided. (B)(6) 2021: 24.492 ng/ml (B)(6) 2021: 25.678 ng/ml (B)(6) 2021: 24.773 ng/ml (B)(6) 2021: 27.149 ng/ml (B)(6) 2021: 31.002 ng/ml the test results yielded by other platforms for this same patient were negative (no specific data provided). The customer's normal range for the assay is 0.000 - 0.026 ng/ml. No adverse impact to patient management was reported.